Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that when changing out the screen went black and the insulin pump would not reboot till the battery was removed. Customer stated that insulin pump rejected new batteries. Was slower to rewound and had heavy scratches on the screen making it harder to read. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.